Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088. During preparation for the procedure, the physician was unable to introduce the neuron max over the green catheter into the puncture of the patient's leg. A new device was used and there was no report of an adverse effect on the patient.

Manufacturer narrative:
There is no visual damage noted on the neuron max 088 long sheath and dilator. The inner and outer diameters of the neuron max 088 long sheath were measure and determined to be within specification. In addition, the outer diameter of the dilator was measured and was also within specification. The neuron max 088 long sheath and dilator appear to be functional and all dimensions are within specification. The complaint has been evaluated. The compliant indicates that the neuron max 088 long sheath could not be inserted through the puncture in the patient's leg with the dilator in place. Evaluation of the returned devices confirmed that all dimensions of both devices were within specification and that there was no damage to either device that would explain why the device was incompatible with the leg puncture during use. It appears that the difficulty experienced was due to patient anatomy or user technique. The devices are fully functional and there is no evidence of a device malfunction. The cause of the difficulty during insertion into the patient could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.